Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The initial reporter stated that they received erroneous results for one patient tested with coaguchek xs plus meter serial numbers (B)(4) and the patient's coaguchek xs meter (unknown serial number). At 9:00 a.m., a sample was collected from the patient in a capillary tube. Sample from the tube was dispensed and tested using meter serial number (B)(4), resulting with a value of 4.4 inr. Sample dispensed from the same tube was also tested using the patient's meter, resulting with a value of 4.1 inr. Within an hour of the meter measurements, a sample from the patient was tested in the laboratory using neoplastine reagent, resulting with a value of 2.8 inr. At 10:00 a.m. On (B)(6) 2019, a sample from the patient was tested using meter serial number (B)(4), resulting with a value of 3.8 inr. Within an hour, a sample from the patient was tested in the laboratory using neoplastine reagent, resulting with a value of 2.9 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once every 1 - 2 weeks. The patient just had a baby and the patient's last hematocrit measurement was 30% on (B)(6) 2019. The patient had been on lovenox for 1.5 years trying to get pregnant. She just recently started back on warfarin medication. The patient does not currently take lovenox, heparin, or direct thrombin inhibitors. The patient has antiphospholipid antibodies. The patient had no other changes in diet, medications, or illnesses. The patient had no abnormal bleeding or bruising which required medical attention. The reporter's and patient's products were requested for investigation and replacement product was sent to the patient and reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.